Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse resolved the issue by replacing the pneumatic module assembly (0997-00-1178). The unit passed all performance and safety index tests per factory specifications.

Manufacturer narrative:
Updated fields: b3, b4, d9 (return to manufacture date), g3, g6, h2, h6 (type of investigation), h11. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf 27 feb 2025. The failure analysis and testing dept. Received part number 0997-00-1178 patient module assembly serial number (B)(6) with a reported unit failure of iabp loop leaking. The failure analysis and testing dept. Performed a visual inspection and observed a white residue in the port of the patient module and in the port of the safety disk. This white residue is consistent with saline. Due to the saline, the fat cannot investigate the complaint any further. Saline intrusion of the two parts would cause a leak in the patient module. Retaining the patient module in the fat per procedure 0002-07-d008 rev.at. The most probable root cause for the reported malfunction is component reliability, fatigue, or fluid ingress.

Event description:
N/a

Manufacturer narrative:
Due to character limit in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that the cardiosave intra-aortic balloon pump (iabp) device alarm indicated an iab loop leak. The equipment was replaced in time, and no personal injury was caused.